Event description:
Drug/diluent: 0.2% ropivacaine. Fill volume: 400 ml. Flow rate: 8ml/h. Procedure: acl reconstruction. Cathplace: femoral nerve catheter. The anesthesiologist reported that a pump infused in 24 hours. The pump was placed on (B)(6) 2011 at approx 10am and removed on (B)(6) 2011 at approx 8am. There was no adverse event to the pt. Date of event: (B)(6), 2011.

Manufacturer narrative:
Method: a review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: one empty pump was returned for eval and investigation. Visual inspection found the pinch clamp was opened. The select-a-flow (saf) was set at 8 ml/hr. The pump was filled with normal saline solution to the labeled fill volume of 400ml and the pump infused. A flow rate accuracy test was performed. The pump infused within spec at 8.68ml/hr (spec. 6.40-9.60m./hr). The complaint (fast flow) was not confirmed. A review of the lot history found no confirmed complaints for fast flow for the reported lot. Conclusions: no add'l info is expected, but should we receive updated info, a f/u report will be submitted.